Manufacturer narrative:
Evaluation of the returned ruby coil could not confirm the coil detachment issue due to the returned condition. Evaluation revealed that the pet lock was separated and was wrinkled on its proximal end, the pusher assembly was fractured, the pull wire was retracted from the distal tip of the pusher assembly and the embolization coil was detached from the pusher assembly. This damage likely occurred during manual detachment as mentioned in the complaint. Based on the returned condition, the ruby coil was unable to be functionally tested. Therefore, the root cause of the reported complaint could not be determined. The detached embolization coil was not returned for evaluation. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced a ruby coil into the target location using the microcatheter and attempted to detach the ruby coil using the handle. However, the ruby coil failed to detach. The physician then made five to six attempts to detach the ruby coil using the handle and by manually detaching it but were unsuccessful. Therefore, the physician decided to remove the ruby coil. Upon retraction, the ruby coil unintentionally detached. The physician then flushed the detached ruby coil into the target location. The physician then advanced another ruby coil into the target location using the microcatheter and attempted to detach the ruby coil using the handle; however, the ruby coil failed to detach. The physician then attempted to manually detach the ruby coil but was unsuccessful. Therefore, the ruby coil was removed intact. The procedure was completed using two other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The ruby coil was implanted in the patient; however, the pusher assembly has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.